Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer was inserted energizer batteries and still insulin pump did not started so the customer turned it over and hit it until the o ring came out of the battery compartment and she lost it and now no battery was work in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.